Manufacturer narrative:
This case was initially received via regulatory authority health authorities (reference number: (B)(4)) on 26-jan-2017. The most recent information was received on 03-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("abundant bleeding") and hemiparesis ("blocked muscles on left side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hemiparesis (seriousness criterion medically significant), haematoma ("haematoma"), abdominal pain upper ("stomach pain"), vomiting ("vomiting, functional digestive signs"), headache ("headache"), dizziness ("dizziness"), musculoskeletal discomfort ("blocked neck muscles"), loss of libido ("no sexual desire"), fatigue ("very major fatigue"), hot flush ("hot flushes"), malaise ("not feeling well"), mood swings ("mood swings"), depression ("depression"), pelvic pain ("pelvic pain, non-gynaecological pain"), abdominal pain ("abdominal pain"), ear disorder ("ent signs"), nasal disorder ("ent signs") and pharyngeal disorder ("ent signs"). The patient has a visit planned for (B)(6) 2017 and was considering having the inserts removed. Essure treatment was not changed. At the time of the report, the genital haemorrhage, hemiparesis, haematoma, abdominal pain upper, vomiting, headache, dizziness, musculoskeletal discomfort, loss of libido, fatigue, hot flush, malaise, mood swings, depression, pelvic pain, abdominal pain, ear disorder, nasal disorder and pharyngeal disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, depression, dizziness, ear disorder, fatigue, genital haemorrhage, haematoma, headache, hemiparesis, hot flush, loss of libido, malaise, mood swings, musculoskeletal discomfort, nasal disorder, pelvic pain, pharyngeal disorder and vomiting with essure. The reporter commented: I have a visit on (B)(6) 2017 and I am considering removal of essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 25-apr-2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 536 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: information received from consumer, new events: haematoma, pelvic pain, abdominal pain, and ent (ear-nose-throat) signs. On 24-mar-2017: ansm number confirmed. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced abundant bleeding (seen as genital bleeding) and blocked muscles on left side. It was reported that consumer has a visit planned and was considering having the inserts removed. Genital bleeding is regarded as an anticipated event according to the reference safety information for essure. The other event is unanticipated. Genital bleeding may occur with essure therapy. Considering its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering that essure has a local action at fallopian tubes, a causal relationship can be excluded. This case was regarded as incident because device removal is planned. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This case was reported via regulatory authority health authorities (reference number: (B)(4)) on 26-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("abundant bleeding") and hemiparesis ("blocked muscles on left side") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), hemiparesis (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), vomiting ("vomiting"), headache ("headache"), dizziness ("dizziness"), musculoskeletal discomfort ("blocked neck muscles"), loss of libido ("no sexual desire"), fatigue ("very major fatigue"), hot flush ("hot flushes"), malaise ("not feeling well"), mood swings ("mood swings") and depression ("depression"). The patient was treated with surgery (has a visit planned for (B)(6) 2017 and was considering having the inserts removed). Essure treatment was not changed. At the time of the report, the genital haemorrhage, hemiparesis, abdominal pain upper, vomiting, headache, dizziness, musculoskeletal discomfort, loss of libido, fatigue, hot flush, malaise, mood swings and depression outcome was unknown. The reporter provided no causality assessment for genital haemorrhage, hemiparesis, abdominal pain upper, vomiting, headache, dizziness, musculoskeletal discomfort, loss of libido, fatigue, hot flush, malaise, mood swings and depression with essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced abundant bleeding (seen as genital bleeding) and blocked muscles on left side. It was reported that consumer has a visit planned and was considering having the inserts removed. Genital bleeding is regarded as an anticipated event according to the reference safety information for essure. The other event is unanticipated. Genital bleeding may occur with essure therapy. Considering its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering that essure has a local action at fallopian tubes, a contributory role of essure is unlikely and a causal relationship can be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 17-feb-2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 520 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-feb-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced abundant bleeding (seen as genital bleeding) and blocked muscles on left side. It was reported that consumer has a visit planned and was considering having the inserts removed. Genital bleeding is regarded as an anticipated event according to the reference safety information for essure. The other event is unanticipated. Genital bleeding may occur with essure therapy. Considering its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering that essure has a local action at fallopian tubes, a causal relationship can be excluded. This case was regarded as incident because device removal is planned. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information will be available, because health authority does not allow active follow-up.